Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-mar-2026. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed a breakage on the pebax with internal parts exposed. The handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was excessive adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed as an open circuit was identified. The potential cause of the open circuit could not be determined. The pebax damage is unrelated to the issue reported by the customer: the potential cause of the damage could be related to the handling of the device; however, this could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing was confirmed. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address process opportunities related to adhesive issues. Explanation of codes: -investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿excessive adhesive (polyurethane - pu) on the wires¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿breakage on the pebax with internal parts exposed¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a breakage on the pebax with internal parts exposed. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2026, observed a breakage on the pebax with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a breakage on the pebax with internal parts exposed on (B)(6) 2026 and have assessed this returned condition as reportable.